Manufacturer narrative:
Length of screw unknown, therefore entire catalog number unknown. It was commented during the revision surgery, the sternum was not approximated correctly, appeared the left side was positioned superior to the right side. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the patient had plates and screws implanted for sternal closure. A revision surgery was performed on (B)(6) 2011 to reposition a plate and add another plate, during the revision surgery, it was noted a screw was not locking into the plate as expected.